Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin leaks at the infusion site. Infusion set has been discarded. No adverse event reported. No product will be returned.